Event description:
Additional information was received indicating that the intraocular lens was explanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. The lens was returned in a plastic container inside the iol lens case. The lens is positioned correctly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic tip is nicked/chipped rejectable. The root cause for the reported complaint "refractive surprise" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. The iol met power specifications. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria.  The root cause has not been identified. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a "refractive surprise" of -7.00sph following cataract surgery on a patient with a history of a short eye and forme fruste keratoconus however, the surgeon believes keratoconus did not influence the refractive outcome. Additional information has been requested however, further information has not been received.